Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
-Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: during testing, the pump was powered on and displayed the verify screen; the complaint of a blank screen was not duplicated. Unrelated to the complaint, the display screen appeared dim and discolored.